Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with all buttons responding properly. However, slight moisture damage was noted at the keypad traces. The device was received with cracked case at display window corners and battery tube threads, and minor scratched display window.

Event description:
It was reported by the customer's mother that their insulin pump keypad was unresponsive to user input. Customer stated they do not recall any significant events that led to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 241 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).